Event description:
It was reported that the patient presented in the operating room for a device upgrade procedure. During implant of the left ventricular lead, the guidewire was unable to be inserted pass the lead lumen. The lead was not installed and a new lead was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4). Final analysis found obstruction of foreign material at the distal end of the connector pin.

Manufacturer narrative:
(B)(4).